Event description:
The customer reported that the barcode for sample ID (sid) (B)(6) was incorrectly read as sid (B)(6) on an atellica sample handler prime. The sample was repeated on the same instrument. There are no known reports of patient intervention or adverse health consequences due to event.

Manufacturer narrative:
An outside of united state (ous) customer reported an incorrect barcode scan for sample ID (sid) (B)(6). Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00059 on 09feb2023. Additional information (10mar2023): an outside of united state (ous) customer reported an incorrect barcode scan for sample ID (sid) (B)(6) on their atellica sample handler prime. The customer contacted the siemens customer care center (ccc) and a siemens customer specialist reviewed the information provided. The customer provided a picture of the affected barcode for investigation. Siemens has investigated previous barcode reading complaints from the same customer and noted the customer used the barcode type interleaved 2 of 5 without a check digit. The investigation confirmed that per section 10 of the atellica solution site survey, a check digit must be enabled when using the interleaved 2 of 5 barcodes symbology. Siemens follow-up with the customer and confirmed that the atellica sample handler prime system has the check digit enabled for the interleaved 2 of 5 barcode type and operating with no issue. The system is operating as specified. No product issue was identified. No further evaluation was required.